Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin leaked into the insulin pump. The reservoir leaked. The self-test passed. Customer's blood glucose level was not reported. Insulin/fluid was visible in the reservoir compartment. The leak was past the second o-ring. The customer was advised that the device would be replaced and agreed to return the product for analysis.